Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 509816, 867511-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure implant, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007, history: post essure/verify tubal occlusion hsg, indication for study: post essure. Findings: the uterus was normal in size and configuration. There are bilateral essure devices in place. No contrast was visualized extending into either fallopian tube or into the peritoneal cavity. Lot # 867511 is invalid. Lot number: 509816 manufacture date: 2006/05 expiration date: 2008/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of product technical complaint. : incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 509816, 867511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure implant, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007, history: post essure/verify tubal occlusion hsg, indication for study: post essure. Findings: the uterus was normal in size and configuration. There are bilateral essure devices in place. No contrast was visualized extending into either fallopian tube or into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure lot number, indication female sterilization was added. Events abdominal pain, bacterial vulvovaginitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.